Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 1400 mg/dl at the time of the event. However, the customer's glucometer only read 275 mg/dl. The customer also had an elevated white blood cell count, but the hospital did not diagnose her with an infection. Nothing further was reported.